Event description:
Per information provided: (B)(6) 2005 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of composix kugel mesh (device 1) and ventralex mesh (device 2). Per op notes, "a composix kugel mesh (device 1) was placed into the abdominal cavity through the left upper quadrant incision. A small ventralex mesh (device 2) was sutured to the fascia." (B)(6) 2009 - patient was diagnosed with recurrent ventral hernia and eventration of previous mesh thereby underwent laparoscopic repair with the implant of composix mesh (device 3). Per op notes, "the previous hernia repair omentum was adhered to the undersurface of the mesh. Adhesiolysis was carried out. A composix mesh (device 3) was placed into the abdominal cavity using tacks." (B)(6) 2014 - patient was diagnosed with perianal abscess thereby underwent incision and drainage of perianal abscess. Per op notes, "there was entrance into the abscess cavity, there was release of purulent fluid." (B)(6) 2016 - patient had pain and mass at previous ventral hernia site thereby underwent repair with removal of all the meshes (device 1, 2 and 3). Per op notes, "found to be dense adhesions, scar tissue, densely adhered to a layer of underlying mesh. This was then taken off of the mesh. The mesh (device 1, 2 and 3) were removed."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the composix kugel mesh (device 1). An additional supplemental emdr was submitted to represent the composix mesh (device 3). An additional MDR was submitted to represent the ventralex mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.